Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the preoperational check went well. At the beginning of the ventilation the ventilator device alarmed for expiratory obstruction". - this occurrence was noticed during patient ventilation. - there is need for medical intervention reported. Patient was ventilated by using a manual resuscitator (ambu bag). - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the preoperational check went well. At the beginning of the ventilation the ventilator device alarmed for expiratory obstruction." This occurrence was noticed during patient ventilation. There is need for medical intervention reported. Patient was ventilated by using a manual resuscitator (ambu bag). Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing. Follow 1: the correct UDI code is (B)(4).